Event description:
Reportedly the patient's nipple was burned in two places by the cautery pencil during a bilateral breast augmentation procedure. The blade electrode was replaced and the procedure was completed.